Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient¿s wife contacted lifescan (lfs) alleging the patient¿s one touch ultrasmart meter read inaccurately high when compared to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient reported that the alleged inaccuracy began at an unspecified time on (B)(6) 2013 when he obtained blood glucose results of ¿305, 273 mg/dl¿ with the subject meter and ¿259, 290 mg/dl¿ with another device (ultra), performed within 30 minutes of each other. Based on statistical methodology the calculated difference between these glucose results meets the expected value of less than or equal to 30%. The patient manages his diabetes with oral medication (metformin, glipizide) and insulin (unknown type, self adjuster). The patient stated he took his usual dose of insulin (36 units) based on the blood glucose results he obtained from the other device. At the time of the follow-up call the patient informed the mss that he tests his blood 5 times a day and that his normal/typical blood glucose results range around ¿207 mg/dl¿ throughout the day. The patient claimed at 5:00 p. M. That same day, he developed symptoms of ¿dizzy, lightheaded, felt like passing out¿. The patient contacted a health care professional (hcp) and was advised to ¿eat something¿. The patient stated he ate a peanut butter sandwich and a couple hours later he went to the emergency room (ER).the patient¿s blood glucose was tested and they obtained a blood glucose result of ¿157 mg/dl¿ with the ER/hospital meter. The patient confirmed he didn¿t receive any diabetes related treatment at the time, but was ¿admitted into the hospital for 3 days¿. He stated the symptoms didn¿t abate until later in the evening on 10/30/2013. The patient stated he was ¿kept for observation and they adjusted his diet and medication¿. The patient stated that ¿because he was getting high readings, he was taking too much insulin¿ and feels that may have caused/contributed the onset of these ¿low blood glucose symptoms¿. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.